Event description:
Indication for procedure: fractured ICD lead. Procedure: this was a left-sided ICD lead removal (implanted (B) (6) 2006) procedure conducted in the or. Md used a lld (unk size) to attach to the distal tip of the lead and lased with a sls (unk size). During the extraction, the pt's arterial pressure declined, an emergent thoracotomy was performed, a small tear in the svc was repaired successfully. Analysis: there were no devices returned for analysis and no lot history review due to very little available details. No product-related complaints associated with this event reported by the physician. Pt's status: the pt is reportedly doing well and made a full recovery.

Manufacturer narrative:
The exact day of the case is unk. Only known info is 01/2010. MFR dates for all devices: unk.